Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that their ins no longer responded to their remotes. They had two controllers with new batteries but they were getting an image of the phone and doctor. The patient was wondering who they should contact about their dead battery or device replacement. No symptoms or further complications reported.